Event description:
Lap chole- "surgeon tried to place clip over cystic artery but it misfired a number of times. When clip finally loaded properly it scissored and cut the artery. Patient lost 800 ml of blood but transfusion was not needed. Patient status- "stable."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Correction - catalog #: 101281901. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering attempted to actuate the device, but the trigger was locked. The unit was disassembled further and engineering noted excessive debris within the internal components. The root cause remains unknown, however; the excessive debris may have prevented the device from functioning properly. This document represents our final report.